Event description:
It was reported that device did not deploy properly on (B)(6) 2026 and the patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR 3003442380-2026-47897 / initial 2 of 2based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.